Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a failure code 810:04 was confirmed and not reproduced during product evaluation. The root cause of this condition was not identified as the air in line board was found to be within testing specifications. Therefore, no repair was necessary to correct this condition. Additional information: failure code 810:04 indicates an air sensor error (air sensor base line too high)

Event description:
This is a report of a colleague infusion pump with a failure code 810:04. It is unknown when the reported condition occurred. This condition has the potential to interrupt delivery. There was no patient involvement, injury, or medical intervention. This device utilizes user interface module master software version 6.13.90 categorized as remediated. No additional information is available.